Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 200 -300 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer declined a system check for pump and supplies and continued using the pump for insulin therapy.